Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, the balloon inflated from the aortic side unevenly. The device was prepped normally. There was no torque during procedure. Valve alignment had been performed in a straight section with no difficulty. The valve was slightly mis-aligned on the balloon, but it was still felt to be within the safe zone to deploy. The team was able to correct and complete deployment of the valve with a second inflation. Per the physician, the balloon catheter was locked, and they did not pull back on the balloon at all during the deployment. This operator is also very deliberate with deployment, so this was not a fast inflation. There was no withdrawal difficulty. The patient was not harmed and was discharged home. There was no damage to the device. The device will not be returned. The provided fluoro/cine imagery was reviewed, and the following was observed: crimped thv not fully between markers prior to deployment (too distal), with asymmetrical inflation observed as inflation of balloon appears constrained at distal end. Inflation paused and balloon deflated, with delivery system balloon repositioned more aortic under valve and re-inflated to fully deploy thv. During the re-inflation attempt, an anomaly is observed under fluoro distal to the inflation balloon, likely the detached sheath tip pushed ventricular towards the nose tip by the inflating balloon.

Manufacturer narrative:
Updated section h6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysi s. Provided fluoro was reviewed, revealing an anomaly distal to the inflation balloon, which is likely the detached sheath tip pushed ventricular towards the nose tip by the inflating balloon. Additionally, the 3mensio imagery provided was reviewed, and the following was observed: access vessels appear adequate in diameter, with minimal calcification and minimal tortuosity. According to the technical summary, the if u, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. The complaints for sheath distal tip tear and system component separation during use were confirmed based on review of the provided fluoro. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, patient or procedural factors, such as challenging anatomy or non-coaxial advancement angles (calcification, tortuosity), may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.